Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: date of event, concomitant med prod data, initial reporter occupation. Additional information: adverse type, event attributed to, describe event or problem, device available for eval?, returned to manufacturer on, report source other, type of reportable events, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex e,f,a,b,g and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that in the ICU a syringe module infusing hydrocortisone received a channel error. Subsequently the patient had a hypertensive episode . Noradrenaline was recommenced and blood pressure was stabilized. There was patient involvement and harm.

Event description:
It was reported that the 8110 had channel error when it was treating with patient in ICU. There was patient involvement but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a syringe module had a channel error during an infusion of hydrocortisone. The event occurred in intensive care unit (ICU). Subsequently, the patient reportedly had a hypertensive episode. Noradrenaline was then administered and blood pressure was stabilized.

Manufacturer narrative:
Correction: describe event or problem.